Event description:
Pt reported that a comparison between their surestep meter and a hcp meter was 143 mg/dl (ss) and 252 mg/dl (hcp) respectively (43%diff.) While in a fasting state. No symptoms were reported. There was no allegation of harm.